Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-aug-24. It was reported that a different hcp was the attending during the timeframe of the event. It was indicated that a review of the records did not reflect the incident that the patient described. The patient¿s weight at the time of the event was unknown. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant components include: product ID: 8840, product type programmer, physician.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and spinal cord injury/spinal cord disease. No drug information was provided. It was reported the patient had a return or spasticity occur in 2008 or 2009. The patient stated before the pump stopped which was due to a programming error, the patient went through horrible withdrawals and went into spasms so bad that it made it difficult for him to breath. The patient stated the programming was corrected, and the issue was resolved. No further patient complications were reported.